Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported after inserting into the patient, the operator passed the neck tape, but when checked because the string came off, and they found a crack in the hole for passing the flange's neck tape. This occurred during use. There was no patient harm/adverse event.

Manufacturer narrative:
H3: one used sample was returned for evaluation. Visual inspection found a tear on one of the eyelets of the flange was observed. The deformation of the area was uneven. The complaint of a crack in the hole for passing the flange's neck tape can be confirmed. The probable cause is unknown. A device history record could not be completed as no lot number was received.